Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The product was not returned to the manufacturer. Product ID 5054 implanted: 2006 (B)(6); product ID 5076 implanted: 2006 (B)(6); product ID 6944-58 implanted: 2009 (B)(6); product ID (B)(4) implanted: 2009 (B)(6). (B)(4).

Event description:
It was reported the patient developed an infection. The lead was removed and replaced. The product will not be returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.